Event description:
It was reported that during device interrogation, it was determined that there was no right ventricular capture, the left ventricular paces were being seen in the right ventricle, and the device was double counting due to no capture. The right ventricular defibrillation lead was capped, and an older right ventricular pacing lead is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.